Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer. The customer was instructed to reset the pump to resolve the issue. It was also reported that an unexpected reset occurred. There was no reported impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.